Manufacturer narrative:
Dimensional check both proximal and distal bonds were within specification (proximal 2.5mm distal 2mm) functional check the balloon was inflated under water using 118psi of air. The balloon inflated without issue visual/microscopic exam, the shaft was checked for kinks and dents and two were found 30cm from the proximal end of the shaft. (See attached photo) this balloon was reported ruptured at the proximal end during inflation to 2 atms. The complaint could not be verified as the balloon inflated normally. An examination of the shaft revealed two kinks approx 30 cm from the proximal end of the unit. This may have been as a result of advancement and/or exiting of the device through the endoscope. Kinking of the shaft would interfere with its ability to be inflated. The root cause of the defect cannot be determined as no issue was found.

Event description:
It was reported to boston scientific corporation in 2006 that an rx dilatation balloon was used during a procedure two days prior. (Patient age, gender and weight unknown) according to the complaint, the "balloon ruptured at the proximal, during it was inflated at 2 atm about 5 seconds." The case was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."